Event description:
It was reported by service report that the siderail would not lock and was in need of replacement. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: timing link.